Event description:
It was reported that while the physician was withdrawing the outback catheter (ob) over the grad slam guidewire, it got stuck on the wire. It was also reported that the 7fr pinnacle sheath kept backing out and kinked during the procedure, resulting in the guidewire becoming kinked. The ob was withdrawn about 70% of the way when it became stuck. At this point the ob and guidewire were removed together, as a unit. Wire position was lost. Of note, the grand slam wire is not on the list of recommended guidewires per the outback instructions for use (IFU).

Manufacturer narrative:
The product was returned for analysis. No discrepancies were noted. There are two potential causes of the reported event. The ob may have become stuck because a non-recommended guide wire was used and/or because the ob could not be withdrawn over a kink in the guidewire. The IFU states, "failure to use a recommended guidewire may result in damage to the guidewire, such as abrasion of the hydrophilic coating release of polymer fragments, separation of the wire or inability to withdraw the outback ltd over the guidewire. In this case, procedural factors and/or user handling likely contributed to the reported event.